Event description:
During a remote follow up, episodes of post paced t wave oversensing were noted on the device. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.